Event description:
The customer returned the product for pump did not switch on, during physical inspection it was found that the downstream occlusion (dso) seal was damaged(detached). There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported problem could not be confirmed however, visual tests found a damaged(detached) downstream occlusion (dso) seal, scratched lens, and a damaged battery compartment. The functional tests were performed and found a defective latch. The dso seal, lens, battery compartment, battery compartment, latch will be replaced.